Event description:
The rv lead was having sensing issues. During the procedure, the ra lead got caught on some tools and was pulled out of place. The lv lead was already pulled out of place. Therefore, all leads were explanted, but only two were replaced. The patient was changed out to a dr-t device. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.